Manufacturer narrative:
The insulin pump had operating currents within specifications. The device passed the self test, a21 error test, rewind, basic occlusion test, prime test, excessive no delivery test, and a displacement test. However, the device alarmed motor error during occlusion test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.